Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and replaced. Boston scientific technical services (ts) received a call from the patient. The patient provided the icm device was protruding from the skin. Additional information from the boston scientific representative provided the device had not come through the skin, the incision site was intact. The boston scientific representative reported the patient provided the implanted icm was uncomfortable. Subsequently the icm device was explanted and replaced. The new icm device was implanted deeper in the pocket. The boston scientific representative provides the icm device will be returned for analysis. There were no addition adverse patient effects reported.